Event description:
Blood drops from 3/8 inch y connector connecting 3/3 inch tubing from arterial roller head pump to y connector entering oxygenator and oxygenator bypassline. Line blew off y connector.